Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Additionally, no image and light transmission 14 < 18 were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that stress and electronic component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a staticky image during set up / inspection for use. There were no reports of patient involvement.